Event description:
It was reported that the surgeon implanted the 15 x 155 stem. Then tried to use a 23 mm hd cone prox body, but the screw would not engage in stem,. The prox body was impacted again, and the screw still would not engage. The surgeon then used a 23 mm prox body and the screw would not engage the stem. The prox body was removed, the proximal reamer was used again and prox body was impacted again. The screw still would not engage in the stem. Everything was removed and the surgeon used a cemented stem, and completed the case.

Event description:
It was reported that the surgeon implanted the 15 x 155 stem. Then tried to use a 23mm hd cone prox body, but the screw would not engage in stem,. The prox body was impacted again, and the screw still would not engage. The surgeon then used a 23mm prox body and the screw would not engage the stem. The prox body was removed, the proximal reamer was used again and prox body was impacted again. The screw still would not engage in the stem. Everything was removed and the surgeon used a cemented stem, and completed the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual, functional and dimensional inspection was not performed as the device was not returned. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened. The reported event regarding size/fit issue involving a restoration modular bolt was reported was not confirmed.